Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had lost power without a low battery or replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/31/2013 with the following findings: during testing, the pump powered on appropriately. There were no errors, alarms or warnings related to the complaint observed in the pump history. A review of the pump history showed two pump reboots. There was no damage observed to the battery compartment. There was no evidence of moisture contamination found inside the battery compartment. The battery cap was able to fully tighten to the pump. The pump was exercised for 24 hours with no power losses or battery related warnings observed. Unrelated to the complaint, evaluation revealed that the ok and contrast keypad buttons were intermittently unresponsive. The up arrow and down arrow keypad buttons responded appropriately to button presses. There was no damaged observed to the keypad. The keypad cover was removed and contamination was found under all key contacts. The pump case was removed and no evidence of moisture was found inside the pump. There was no evidence of intermittent contact between the battery terminal contacts. Also unrelated to the complaint, evaluation revealed that the display was faded, discolored and difficult to read. A test display was inserted and found to function properly with no visible signs of fading or discoloration. The complaint of the pump losing power was viewed in the pump history but was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.